Event description:
It was reported that the patient had a unknown surgical procedure on (B)(6) 2001 and mesh was used. The patient experienced pain, bleeding and other adverse events and had a blood transfusion in (B)(6) 2006, due to bleeding, requiring four pints of blood. In (B)(6) 2008, he had a procedure to stop bleeding and pain. He was transferred to hospital again in (B)(6) 2011 to stop bleeding. As of present date, the mesh has not been replaced or repaired. No additional information has been provided.

Manufacturer narrative:
(B)(4). Bleeding occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.